Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the pump jumped from art mode to free. The failure occurred during treatment. The perfusionist ran the procedure on free mode with no adverse affects to the patient. A getinge field service technician (fst) was sent for investigation and repair on 2023-04-14 and 2023-08-08. The reported failure could not be replicated. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Since the failure could not be confirmed or replicated by the field service technician, no exact root cause could be determined. However, a probable root cause can be related to a disrupted communication with the console. In such a case the pump will stop and show "no comm" and "set free". And only when the operator then presses the set button does the pump switch to free. The review of the non-conformities has been performed on 2023-08-08 for the period of 2015-06-02 to 2023-04-14. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-06-02. Based on the results the reported failure "pump jumped from art mode to free" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. The affected pump was visually checked by the getinge field service technician for any sign of damage or loose connections internally. No problem was found. The device was not available for testing as it was still in use. A loaner unit was delivered and the pump in question was removed from site for testing and the console will be further monitored by the hospital perfusionist. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the pump jumped from art mode to free mode during treatment. The perfusionist continued the treatment on free mode. No harm to any person was reported. Complaint ID: (B)(4).